Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported by service report that the cot would not raise or lower properly and the rack assembly was bent. It is unk if there was pt involvement or adverse consequences reported.